Event description:
It was reported that the patient experienced a shocking sensation. The patient¿s representative had set it ¿perfectly¿ and the patient stated she shouldn¿t have touched it. When the patient laid down it shocked her ¿bad¿ in certain positions flat on her back. This started occurring immediately after implant. The patient lacked understanding in how to operate her programmer and basic education was given. The patient decreased stimulation and stated it was a lot better. The patient had a follow up appointment in 2 weeks. It was further reported that the patients concerns resolved. The patient was 100% free from her pain after surgery.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).